Manufacturer narrative:
(B)(4). The device was received in good physical condition. Upon visual inspection it was noted that the ¿rocker switch¿ assembly was inverted (the yellow/blue colors were inverted), the device was tested for continuity and functioned as intended; meaning that the upper button activated the ¿cut¿ function and the lower button activated the ¿coagulate¿ function. No conclusion could be reached as to what could have caused this issue.

Event description:
It was reported that during a lap renal procedure, the location of the sealing button and cutting button was inverse on the device. Another device was used to complete the case. There were no adverse consequences to the patient. Device being returned.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.